Event description:
This complaint is from a literature source and the following citation was reviewed: swarnkar, a., ezhapilli, s., lodi, y., & deshaies, e. (2012). E-046 migration of enterprise self-expanding intracranial stent after successful deployment. Journal of neurointerventional surgery, suppl.1, 4 doi:https://doi.org/10.1136/neurintsurg-2012-010455c.46. Background and purpose: the purpose of this study is to describe the incidence and extent of migration of the enterprise stent and its influence on coiling. Cerenovus devices that were used in this study: qty unk: enterprise stents. Adverse event(s) and provided interventions associated with enterprise stent: qty 4: four patients with clinically significant stent migration of more than 2 mm. Three of the four patients required additional surgical intervention. No treatment listed for remaining patient.

Manufacturer narrative:
Product complaint # (B)(4). D.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. E.1: the initial reporter contact information is not available. H.4: the device manufacture date is not known as the device lot number is not available / not reported. Since the event is life threatening and it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The event is reportable to the us FDA. Due to the nature of the complaint, the device (s) were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.